Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported the er320 worked find during the procedure, but the pt had bile leakage postoperatively and hospitalization was extended.